Manufacturer narrative:
The explanted lead was discarded by the hospital after the procedure and was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced two days post-implant, due to a sensing failure. During the revision procedure, no position for the rv lead was obtained that produced acceptable sensing measurements. A malfunction of the lead was suspected, so another lead of the same model was implanted. Following the procedure, lead measurements were stable and within normal range. No adverse patient effects were reported.